Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Boston scientific technical services recommended immediate box change. The patient was hospitalized with worsening heart failure, not device related. The hospital is requesting device longevity estimation from boston scientific technical services prior to making a decision. Data analysis was performed the anomaly was confirmed, boston scientific technical services recommended replacement within 28 days. No adverse patient effects were reported. This ICD remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Boston scientific technical services recommended immediate box change. The patient was hospitalized with worsening heart failure, not device related. The hospital is requesting device longevity estimation from boston scientific technical services prior to making a decision. Data analysis was performed the anomaly was confirmed, boston scientific technical services recommended replacement within 28 days. Additionally, the box change was not performed since the patient passed away prior to the procedure. The death was non-cardiac related and not related to this device. No additional adverse patient effects were reported.